Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. Moisture was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 05/12/2017. Product analysis: the device was returned and evaluated by product analysis on 04/20/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The keypad was undamaged; all buttons were appropriately responsive. No defect or damage was observed to the button contacts. A battery compartment crack was observed. Leak testing revealed a battery compartment leak. Moisture was observed on the pump¿s printed circuit board.